Manufacturer narrative:
Corrected manufacturing date. A visual and functional inspection was performed by a stryker field technician. It was found that the issue of during cooling therapy, blanket/pad contact surface temp. Is not cold enough was due to the the broken/damaged fluid management board (fmb). The issue was resolved for the customer by replacing the fluid management board.

Event description:
It was reported that the unit does not cool very quickly. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the unit does not cool very quickly. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.